Event description:
A discordant operator-configured albumin:creatine ratio result was obtained on a vista 500 instrument during laboratory qualification testing. Patient results were not generated. There are no known reports of patient intervention or adverse health consequences due to the discordant operator-configured albumin:creatine ratio result.

Manufacturer narrative:
A siemens field service (fse) was dispatched to the customer site. After analysis of the instrument, instrument data and samples, the fse determined that the cause of the incorrect albumin:creatine ratio result was operator input error. The operator created albumin:creatine calculation ratio was incorrectly configured. The instrument is performing within specifications. No further evaluation of the device is required.